Manufacturer narrative:
The field service engineer checked the analyzer. A sample probe alignment, gear pump pressure and wash level check were performed. Quality controls were run and passed successfully. The field service engineer confirmed the analyzer was running back within specifications. The issue did not re-occur. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the mg2 (magnesium gen.2) assay on a cobas 8000 c 702 module. The sample initially resulted in an mg2 value of 0.18 mmol/l and repeated as 0.51 mmol/l on a second module. The sample was repeated twice on the initial module, resulting both times in a value of 0.19 mmol/l. The result of 0.51 mmol/l was considered incorrect. It is unknown if the questionable result was reported outside of the laboratory. The mg2 reagent lot and expiration date were requested but not provided.